Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem) upon review, it was identified that the information was inadvertently not submitted in the initial report. B1: ticked to capture malfunction problem the cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was not determined due to insufficient clinical details. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.

Manufacturer narrative:
Updated information: h6 med dev probl code added a150202.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the 73 year old male admitted in with indication of cardiomyopathy, presenting in scai stage d at pump insertion. The underlying medical history was inclusive of coronary artery disease and a known prior coronary artery bypass surgery. The other underlying medical history was not shared. On the day of insertion the medical team observed signs of hemolysis. The urine was red in color. The team did not need to treat the patient with blood products or dialysis, but kept the pump on support despite the hemolysis. They were encouraged to reduce the pump's p level and reposition the pump, but these troubleshooting measures have not been taken to date. The pump remained on for support til wean and explant after a day of support. On the day after support was explanted, the team notified the abiomed representative that there was acute kidney injury and dialysis/crrt was initiated to treat it. The patient has survived the hemolysis and the crrt is treating the renal harm.